Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
It was reported that the customer received an altitude alarm during basal delivery. There was no impact to customer's blood glucose level as the pump was being used in a saline trial.